Event description:
The hospital called maquet reporting that the light intermittently switched on and off during a surgery. During the service inspection, a maquet field service technician (fst) found a broken spring arm pivot. No injuries were reported. (B)(4).

Manufacturer narrative:
The fst found a broken adjustment screw inside the arm, which caused the pivot to become loose. This event occurred a few weeks after the device had been installed. Maquet determined that an incorrect setting of the arm might have led to the reported event. The defective part has been replaced with a new one and the device returned to service.